Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip of the screw driver broke during insertion of the last screw during an acdf. All parts were retrieved.

Manufacturer narrative:
One (1) eagle+/swift+ screw removal tool [product code: 2865-60-000, lot no: g1007] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the fracture was located at the removal tool¿s distal tip, the second half of the tip was not provided with the device. The fracture analysis report suggests the removal tool underwent a quasi-static torsional shear failure starting at the hex lobes and is extended around the cannulation. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the removal tool tip becoming broken cannot be positively determined. However, the fracture analysis report suggests the removal tool underwent a quasi-static torsional shear failure starting at the hex lobes and is extended around the cannulation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.